Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed the cgm glucose was reading "low" on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to the cgm glucose values it received from the sensor. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by an inaccurate dexcom g7 cgm sensor causing the ilet to suspend insulin. In addition, the user did not replace their cgm sensor promptly, rendering the ilet unable to deliver insulin.

Event description:
On (B)(6) 2024 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a high blood glucose (bg) event. The event occurred on (B)(6) 2024. On (B)(6) 2024, the user experienced a prolonged "low" (<40 mg/dl) reading on their dexcom g7 continuous glucose monitor (cgm), but a finger stick test indicated blood glucose levels in the 200s mg/dl. As a result, the user removed the dexcom and did not have a replacement sensor, preventing him from using the ilet system. The next day ((B)(6) 2024), while at school, the user's blood glucose reached 486 mg/dl, leading their healthcare provider (hcp) to send them to the emergency department (ed). The user was not in dka and was sent home. Despite hcp advice to restart the ilet, the patient declined and is being managed with back-up therapy.